Manufacturer narrative:
Correction to h(6): investigation conclusions changed from d02 cause traced to component failure to d15 cause not established.

Event description:
It was reported the patients blood glucose level rose to (26 mmol) 468 mg/dl while wearing the pod between 4 and 24 hours. As treatment, the customer replaced pod and blood glucose levels decreased.

Manufacturer narrative:
The pod was received with the soft cannula not visible though the needle mechanism deployed. Inspection of the fluid path found the soft cannula to be torn below the tip of the formed needle, measuring out of specification at 0.5535 in. In length. Fluid could not flow through the complete fluid path during the investigation due to this damage. It could not be determined when this damage occurred. The download data does not contain any timeouts or pulse width increases that would indicate a failure to deliver insulin. No other damages or manufacturing deficiencies were found that would result in the device failing to deliver insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.